Manufacturer narrative:
Corrected data, the initial MDR g3 field should have been 29-oct-2025, b3 field to 30-sep-2025.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vse instrument for failure analysis evaluation.

Event description:
It was reported during a da vinci-assisted sleeve gastrectomy procedure, while taking down the greater curvature of the stomach, pieces of the shaft of the vessel sealer extend (vse) instrument scraped off and fell inside the patient. The surgeon stated this was caused by the trocar. All pieces were retrieved during the same surgical procedure and no secondary operation was needed. Most of the pieces were retrieved with laparoscopic suction and a few fragments were retrieved with a laparoscopic instrument. All visible pieces were retrieved. No post-operative imaging was performed. The fragments were only noticed after the customer finished using the instrument. As a result, the instrument was taken off the field and not replaced. The procedure was completed robotically. The patient had a normal post-operative course and is doing fine.